Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet algorithm maladapted because meal announcements were not performed correctly with a reported blood glucose of 235 mg/dl. The user pressed instead of sliding to announce meal boluses, prompting a trainer-requested factory reset and subsequent successful setup with a teflon infusion set in place. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem related to the user interface was identified, consistent with an improper procedure or method. It was concluded that failure to follow instructions and an unintended use error caused or contributed to the event. The device was reconnected and the user was educated to slide to announce meals going forward.